Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted during the endovascular treatment of an abdominal aortic aneurysm. It was reported approximately 11 years post the index procedure follow up CT demonstrated aneurysmal dilation distal to the prior endograft with a loss of seal noted in enlw1624c124e. The approx aaa diameter was noted as 35mm. No endoleak was observed to the aaa. Intervention was completed where an endurant limb etlw1610c199e was placed to extend with seal achieved beyond new the aneurysm. As per physician, the cause of the aneurysm was anatomy related, where the patient developed dilation distal to the prior repair as a result of disease progression.  No additional clinical sequelae was reported and the patient is fine.